Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) inspected drawer 5, sub drawer 1, and found the u-link on the plunger was broken. The rear cover was removed, and the solenoid was detached to access and replace the plunger. The solenoid was reattached, and the drawer was successfully tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the whole drawer was not opening and tried to reboot the whole drawer but didn't work. Also, customer reported that nurse was unable to pull medication due to a malfunction. However, there were no delays or adverse events or injuries reported based on this event.